Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer performed the load fill tubing process to clear the alarm or replaced cartridge and tubing, and resumed insulin therapy.